Manufacturer narrative:
Pump passed displacement test and selftest. The pump was monitored and no pump error 53 alarm during testing. Successfully downloaded history files and traces using thump. Pump error 53 alarm was recorded and found in the formatted history file on 01/02/2025 10:56:20.000, 01/02/2025 11:05:06.000 softwareerror (53) filenumber 709 linenumber 1299. Pump error 53 is known sw issue. Cgm connection generates fault 53 after rf driver critical data check failure ( pump error 15). After rf driver critical data check failure during one minute periodic test, cgm can not be connected. Ram data is re-initialized, and pump restarts and works correctly, user has to pair ble devices again. When pairing cgm at last steps of cgm connection pump restarts with system_sw_error. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Pump error 53 alarm was confirmed. Pump error 53 alarm suspected sw issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.